Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email complaint-there was no product information included. I have been using your needles for more than 10 years. Over the last few months the needles have been breaking off at the injection site. I have no idea what has changed but I am probably going to ask my dr to prescribe a different needle vcoyne (B)(6) 2026 update/additional information from nacc - see attachments. The consumer provided additional information, stated, the patient end is breaking off when he removes the pen needle after the injection. "It happened today" per the consumer, "so I decided to report it". Stated, it was sticking out of his stomach just enough so that he could pull it out with his fingers. Does not re-use and rotates the different injection sites. Normally, he will use tweezers or his fingers to pull the broken needle out stated, he has been using the product for over 15 years and in the last few months he is experiencing this problem with different boxes, (lot is unknown) stated, no injury or medical intervention stated, his numbers have been good because he is still able to complete his injections. Lot: 5009004 catalog: 328203. Vcoyne (B)(6) 2026 update/additional information from nacc - see attachments. Samples are available. Sending mail kit once the hold is lifted.